Event description:
It was reported that a malfunction alarm with code "malf 0" occurred, and the fault could not be reset. There was no adverse impact to the customer's blood glucose level. As a resolution, the customer reverted to using multiple daily injections for insulin delivery.